Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed the downstream occlusion alarm. The cause of the condition was determined to be an out of calibration downstream occlusion sensor. To correct the condition, the downstream occlusion sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a downstream occlusion alarm. There was no patient involvement. No additional information is available.